Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while checking the avea ventilator prior to use, the device was displaying circuit occlusion, exhaled high peak pressure (ppeak). The customer reported no patient involvement or allegation of patient harm.